Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) triggered the elective replacement indicator. However, the physician expected an additional two years of longevity since the last device check. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.